Manufacturer narrative:
(B)(6). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7094769, medical device expiration date: 03/31/2019, device manufacture date: 04/04/2017. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set had sleeve function and needle point integrity problems.